Manufacturer narrative:
Corrected data: upon further review it was noted in the initial MDR, date received by manufacturer was inadvertently populated with 4/9/2020. The correct date aware for the initial report is 4/7/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/dates of birth: exact ages not provided only greater than or equal to 65 years old provided. Sexes/genders: unknown/ not provided. Dates of event: unknown, not provided. Partial catalog#: unknown, as serial numbers were not provided. Serial numbers: unknown, information not provided. Unique device identifiers (UDI #''s): unknown, as serial numbers were not provided. Expiration dates: unknown, as serial numbers were not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown as serial numbers were not provided. (B)(4). Device evaluation: the product was not returned; therefore, the complaint issue reported was not verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records review was not performed as no serial number was provided. Historical data analysis: a search of complaints was not performed as no serial number was provided. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. A copy of the article is provided with this report. Citation: american academy of ophthalmology. Nd:yag laser posterior capsulotomy. Https://www.aao.org/munnerlyn-laser-surgery-center/ndyag-laser-posterior-capsulotomy-3. Accessed 04 nov 2013. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: although no specific intraocular lens (iol) models were described, the author mentioned that 1060 eyes out of 15,083 implanted experienced posterior capsular opacification (pco) at 3 year follow up and 553 at 5 year follow up, it also describes that 770 and 477 respectively were treated with yttrium-aluminum garnet (yag) capsulotomy; however, it is not described if the yag treatment was due to a decrease of greater than or equal to 2 lines in best corrected visual acuity (bcva) or debilitating symptoms. No further information provided.